Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2025 and suture was used. Before use on the patient, during normal checking, it was found that the suture broken in the newly dispensed suture with a light pull. Upon visual assessment of the returned sample, it was observed that the strand was broken in several pieces due to it had begun with a degradation process caused by exposure to the environment. The foil was visually inspected, wrinkles and holes in the cavity were observed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. No additional information could be provided. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One needle suture in three sections outside the packaging was received for analysis. Product code vr935. Upon visual assessment of the returned sample, it was observed that the strand was broken in several pieces due to it had begun with a degradation process caused by exposure to the environment. The foil was visually inspected, wrinkles and holes in the cavity were observed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.